Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2012 patient presented due to back pain and underwent MRI of the thoracic level shows severe cord compression at l1-l2 at the conus level as well as fluid in the disk space of l1-l2 and the kyphosis and the spondylisthesis. On (B)(6) 2012, fusion t10-l3 using autograft (no rh-bmp2/acs). Patient got admitted to hospital due to flat back syndrome. On (B)(6) 2012, patient presented due to the following preoperative diagnosis: epidural hematoma l1-l2. Patient underwent the following procedures: irrigation, debridement and evacuation of epidural hematoma. Re-grafting and fusion of l1 to l3. Op note: patient was implanted with packed in some rh-bmp2/acs with a little bit of allograft cancellous bone into that disk space of l2-3 to fuse across that disk space. Then the surgeon identified the l3 transverse process on the left side and decorticated it with a bur and then packed in the allograft bone with the large rh-bmp2/acs that the surgeon morselized into the intertransverse process region from l3 to 11 and then extended the graft from l1 to the t12 lamina and then went to the right side transverse process region and added more rh-bmp2/acs and allograft cancellous bone mixture from l3 to l1 transverse process and onto the t12 lamina. At this point I put in 2 or 3 pins and put in vancomycin and tobramycin powder and closed fascia with #1 vicryl. The subcu layer was closed with 2-0 vicryl. Skin was closed with 3-0 monocryl. Dermabond and sterile dressings were applied. Patient was turned to a supine position, awakened from general anesthesia, extubated in taken to the recovery room in stable condition. On (B)(6) 2012, patient was discharged from hospital. On (B)(6) 2012 , patient presented for xr spine survey ap/lat 2 views. Impression: patient is improving. She has excellent deformity correct ion. On (B)(6) 2012, patient underwent CT of lumbar spine to t10 ¿sacrum. Xr spine lumbar 2-3 views on (B)(6) 2012, CT scan obtained shows good progression of fusion mass, screws generally in good position, though left t10 screw is a bilateral and may be in the pedicle rib head articulation area. The fusion across l2-l3 is uncertain. On (B)(6) 2013 CT: there is unchanged perihardware lucency surrounding the anterior aspect of the s1 pedicle screws, compatible with mild loosening. No evidence of interbody fusion at l3-l4 and l5-s1. Solid intertransverse fusion noted from l1 to s1, and solid interbody fusion noted at l1-l2, l2-l3, and l4-l5. On (B)(6) 2013, patient experiencing thoracic pain when she tries to walk. It has gotten no better. She is going to increase her percocet a bit and call me with an update. She understands that the next step will be to possibly remove hardware, but we will need to wait and see tt she is fused per the CT scan to be done 2-12. On (B)(6) 2013, patient presented for xr spine lumbar 2-3 views, CT spine lumbar w/o contrast due to CT t10 to sacrum. Impression: posterior spinal fusion as described above with no change in orthopedic hardware spanning t10 to s1 when compared to the on (B)(6) 2012 examination. There is unchanged perihardware lucency surrounding the anterior aspect of the s1 pedicle screws, compatible with mild loosening. No evidence of interbody fusion at l3-l4 and l5-s1. Solid intertransverse fusion noted from l1 to s1, and solid interbody fusion noted at l1-l2, l2-l3, and l4-l5. From expert tab: bony overgrowth ltr response - "no" postop radiology studies thru on (B)(6) 2013 (x-rays, CT's) demonstrated no findings indicative of bony overgrowth.